Event description:
A complaint of imprecise seaquential readings was received on a customer's precision xtra meter. The customer obtained readings of 100 and 500mg/dl within a two min timeframe. When plotting the values against the average on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.